Manufacturer narrative:
The patient was reported to be a child. Therapy date - this occurred on an unspecified date in 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink catheter extension set leaked due to a crack in the tubing. The reporter stated that this led to the IV line clotting, and the patient had to have another line placed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.